Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch (B)(4).

Event description:
Procedure performed: " total colonoscopy. Laparoscopic right hemicolectomy with side to side, functional end to end stapled anastomosis. Injection of icg for determination of anastomotic viability." Event description: (B)(4) date of event: "(B)(6) 2017" "product problem" "the trocar was inserted and an attempt was made to blow up the balloon to help keep in place. Balloon would inflate initially but would not stay inflated. The trocar was removed and the balloon was inflated a second time to trouble shoot the device. The balloon would not stay inflated. The trocar was then given to the circulator and replaced with a new one." The problem the user had: "device failed (e.g. Broke, couldn't get it to work or stopped working)" patient ethnicity: "(B)(6)" other information about the patient that may have influenced the outcome of the event: "unk" type of intervention: "the trocar was then given to the circulator and replaced with a new one. " patient status: unk.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of the balloon being unable to inflate. Scratches were observed on the distal end of the tubing, the distal tip of the cannula, and the distal end of the balloon. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by contact with the balloon by an instrument used during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).